Manufacturer narrative:
The customer stated that they received erroneous ft3 and ft4 results for a new sample collected from the same patient. It was asked, but it is not known if erroneous results were reported outside of the laboratory for this sample. Data from the complained sample is highlighted in yellow. The attachment also contains relevant test data for the patient. The complained sample was collected on (B)(6) 2018 and the serum tube was tested on the customer's e602 analyzer. The sample was provided for investigation where a serum tube and a plasma tube of the same sample were tested on an e602 analyzer and an e411 analyzer. No adverse events were alleged to have occurred with the patient. The customer used e602 analyzer serial number (B)(4) to measure the complained sample. The customer used ft3 reagent lot number 25785700 on this analyzer. The e602 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 257824, with an expiration date of july 2018 was used on this analyzer. The e411 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 257857, with an expiration date of july 2018 was used on this analyzer.

Manufacturer narrative:
Upon further investigation of the new sample, it was determined that it contains a factor which interferes with a component of the ft3 assay. This limitation is covered in product labeling.

Manufacturer narrative:
Updated information regarding the patient data has been provided. The sample was provided for investigation where it was tested on a cobas 8000 e 602 module (e602) and a cobas e 411 immunoassay analyzer (e411). The e602 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 257857, with an expiration date of july 2018 was used on this analyzer. The e411 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 227001, with an expiration date of march 2018 was used on this analyzer. Calibration and controls tested for the investigation measurements were ok. No further investigation was possible as there was no remaining sample volume available for further investigations. For the observed differences in ft3 and ft4 values generated with the e411 analyzer, e602 analyzers, and the abbott architect analyzer, a biological component may be present in the sample that may differently interact with the assay components during the prewash procedure performed on the e602 analyzer. This biological component equally may explain the different values generated with the assays from abbott. (B)(6).

Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3) and the elecsys ft4 ii assay (ft4) on a cobas 8000 e 602 module (e602). This medwatch will apply to the ft3 assay. Patient identifier (B)(6) for information related to the ft4 assay. The sample was tested on the customer's e602 analyzer and an architect analyzer. The erroneous results were reported outside of the laboratory. No adverse events were alleged to have occurred with the patient. The serial number of the customer's e602 analyzer was (B)(4).